Manufacturer narrative:
Investigation is underway.

Event description:
In 2007, hospital biomed discovered a faulty neopuff on an infant warmer. The maximum pressure relief was allowing pressures in excess of 80cmh2o. The reported neopuff was over 7 years old, and was replaced with a new unit.